Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the guide wire revealed one offset coil 1mm from the distal tip. Adhesive residue was observed on the guide wire body and within the swg tubing. The observed adhesive likely contributed to the guide wire damage. Functional testing was performed based on the instructions for use (IFU) provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was threaded through the cannula and was able to pass with major resistance. Functional testing of the guide wire could not be performed due to the damage. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.